Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the surgeon attempted to lengthen the implant on multiple occasions and the x-ray did not show any length was gained. The implant in-situ is a jts (non-invasive) extendible total femoral replacement (c23-511). The patient currently has 20mm limb length discrepancy with approximately 20mm growth remaining as per growth charts.